Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the log files revealed 12 high watt alarms and a rise in power consumption to parameters outside the normal operating range on (B)(4) 2017; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical data from similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, thrombus, worsening heart failure, and multisystem organ failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had 12 high watt alarms early this morning starting around 05:00. The highest watt noted was 12.4 watts with a flow of 6.9 l/min. Pump parameters are approximately 5.0 l/min and 3.4 w after acute event. The nurse noted the ventricular assist device (vad) alarmed twice when bicarbonate was given. Log files were stated to have been sent. It was stated that thrombus ingestion was noted on analysis. Per site, worsening heart failure and multisystem organ failure (msof) over past 48 hours; patient too unstable to exchange device for thrombus. Family consulted and care was withdrawn on (B)(6) 2017. It was stated that there would be no autopsy performed and pump would remain implanted. Site disposed of all equipment, as per there protocol. No additional information available.

Manufacturer narrative:
Product event summary: possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.